Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a bend to the inner member shaft protruding from the capsule. There was a dent to the capsule tip. There were three points on the capsule tip dent site where the nitinol frame was exposed. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The bend to the inner member shaft was no longer visible when the stylette was removed. The stylette was noted to have a prominent bend to its midsection. The spindle hub appeared intact. There was slight damage observed on the threading of the screw gear. A nitinol protrusion was visible to the inside of the capsule tip, on the opposite side to the dent. There was slight delamination on the capsule tip where the nitinol protrusion was located. A valve could not be loaded due to the damage to the capsule tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, during valve loading, in particular at the crimping phase, there was a lot of friction between the locking collar and the loading system, so the crimping movement was not performable easily. At the end of the crimping phase, there was a deformation of the distal part of the delivery catheter system (dcs) capsule that appeared to be a kink. The same valve was used with a different dcs for implant. No adverse patient effects were reported.